Event description:
A patient with adrenal hyperplasia (ah) was hospitalized to receive ivtm therapy. The quattro catheter (lot # 164691) was inserted into the patient's left femoral vein. During the rewarming phase of the treatment, the thermogard console generated an "air trap" alarm. Following the alarm, the 500-ml saline bag was replaced, and the alarm was cleared. As a precautionary action, the customer elected to use another thermogard console to continue with the treatment. After an unknown amount of time, the second thermogard console also generated an "air trap" alarm, and it was noted that the saline bag volume had decreased. No saline was observed on the patient or the surrounding area. Catheter balloon leak and infusion of 700-1000 milliliters of saline were suspected. The catheter and suk were replaced. Aspiration from the in/out luer of the catheter was performed by the nurse, and no blood was observed. The ivtm treatment was continued and completed using the second thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated based on received additional information. The thermogard console used at the time of the event will not be returned to zoll for evaluation. The biomed inspected the thermogard system, and no device malfunction was noted. The thermogard console was placed back on the floor for further clinical use. Therefore, no device evaluation and service will be performed by zoll.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be filed if and when the product is returned, and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
A patient with adrenal hyperplasia (ah) was hospitalized to receive ivtm therapy. The quattro catheter (lot # 164691) was inserted into the patient's left femoral vein. About one day after the start of the treatment, the thermogard console generated an "air trap" alarm. Following the alarm, the 500-ml saline bag was replaced, and the alarm was cleared. For an unknown reason, the customer decided to use another thermogard console to continue with the treatment. After an unknown amount of time, the second thermogard console also generated an "air trap" alarm, and it was noted that the saline bag volume had decreased. The catheter and suk were replaced. No saline was observed on the patient or the surrounding area. Catheter balloon leak and infusion of 700-1000 milliliters of saline were suspected. Aspiration from the in/out luer of the catheter was performed by the nurse, and no blood was observed. The ivtm treatment was continued and completed using the second thermogard console. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-00827 for the quattro catheter (lot # 164691).